Event description:
It was reported that the syringe 5ml ls experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2021. H.6. Investigation: one photo and one sample were received by our quality team for investigation. Barrel damage was observed in both the photo and on the sample, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Due to the location of the damage on the syringe barrel, it is likely to have occurred at the syringe primary packaging process. The probable root cause could potentially be if there was a low infeed at the syringe linear track which caused the assembled parts to be delayed and resulted in the back-to-back push force to be low in between the syringe parts on the track. This would cause the syringe parts infeed to be in a slanted position in the turrel wheel dial pocket and resulted in the damage to the barrel at the flanged area and lead to the cracked on the syringe scale line marking. The sensor can detect and stop the machine if there is low infeed, however wear and tear on the sensor prevented this and the defect parts escaped to the next process. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml ls experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: broken barrel.